Event description:
39 y/o sustained a burn on his penis from fulgerating electrode during cystoscopy and tumor destruction of the bladder for ca of the bladder. Pt discharged for f/u as an outpatient with the physician.